Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-52, implanted: 2012-(B)(6); roduct ID 693565, implanted: 2012-(B)(6); product ID d224trk, implanted: 2012-(B)(6), (B)(4).

Event description:
It was reported that an infection occurred. The lead was explanted. No further complications have been reported as a result of this event.